Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking, it was prepared as per the device direction for use(dfu), continuous flush was maintained throughout the procedure, no resistance was encountered advancing the guidewire inside the microcatheter and the patient's anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' has been assigned to the reported issue.

Event description:
It was reported that the torque device stripped the hydrophilic coating. No clinical consequences were reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the torque device stripped the hydrophilic coating. No clinical consequences were reported to the patient.